Event description:
It was reported that the patient was suspected of experiencing cerebrovascular accident (cva) due to unilateral pupil dilation. The farapulse pulse field ablation (pfa) was performed to treat persistent atrial flutter and paroxysmal atrial fibrillation. The patient presented to the lab in atrial flutter and the patient was noted to be hypotensive requiring cardioversion. After the patient returned to sinus rhythm the blood pressure recovered immediately. The patient was intubated and draped in the usual fashion. The faradrive steerable sheath, versacross connect, and farawave catheter were prepared in the usual fashion. Right groin was accessed and versacross access solution was utilized for transeptal puncture from right to left atrium. A competitive mapping catheter was utilized to map the left atrium through the faradrive sheath. The mapping catheter was removed and exchanged for the farawave pfa catheter advanced into the left atrium. The farawave was utilized for pulmonary vein isolation, posterior wall isolation, to draw a roof line, and in the anterior septal area for a rolling total of 52 applications. Farawave removed from the left atrium. The left atrium was then re-mapped with the competitive mapping catheter. The physician then used a competitive radiofrequency catheter to draw a cavotricuspid isthmus (cti) line to address the atrial flutter and then used farawave to isolate the superior vena cava (svc) for four more applications, now a rolling total of 56. The mapping catheter was utilized again to check for bidirectional block. Pacing maneuvers were initiated which initiated an atypical flutter. The physician re-mapped the left atrium in this arrhythmia and opted, unsolicited, to utilize the farawave to draw a mitral line that terminated the atypical flutter for 12 more applications for a final total of 68 applications. Pacing maneuvers were not able to re-initiate the atrial fibrillation or flutter. The faradrive was removed and the groin site closed with a total fluoroscopy time of 10 minutes. Anesthesia notified the physician, prior to extubating, that the patients right pupil was dilated and not responsive to light. A stroke alert was called, and the patient was kept intubated for emergent head CT. The device is not expected to return for analysis as it was retained by the customer. It was further reported that the patient did not have a cerebrovascular accident (cva). The dilated pupils were attributed to a chronic condition that was present prior to the pfa procedure. This was not noted by the anesthesiologist during their pre-operative assessment despite already being present. It was further reported a CT scan was performed, which showed no evidence of acute intracranial hemorrhage or large vessel occlusion. According to a discussion with the physician at ophthalmic associates, the patients right eye appeared fixed and dilated due to the administration of cyclopentolate eye drops twice daily, used to manage ocular pressure in preparation for glaucoma surgery. Imaging was negative for an acute cerebrovascular accident (cva). The patient exhibited no other concerning signs or symptoms and had no neurological deficits upon awakening. The only intervention provided was maintaining intubation for the emergent head CT. However, following the negative CT results, the neurology team recommended extubation. The patient was extubated in stable condition, and no further stabilization was required. No focal neurological deficits were noted upon awakening, and the patient was subsequently discharged from the hospital.

Manufacturer narrative:
Additional information in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing cerebrovascular accident (cva) due to unilateral pupil dilation. The farapulse pulse field ablation (pfa) was performed to treat persistent atrial flutter and paroxysmal atrial fibrillation. The patient presented to the lab in atrial flutter and the patient was noted to be hypotensive requiring cardioversion. After the patient returned to sinus rhythm the blood pressure recovered immediately. The patient was intubated and draped in the usual fashion. The faradrive steerable sheath, versacross connect, and farawave catheter were prepared in the usual fashion. Right groin was accessed and versacross access solution was utilized for transeptal puncture from right to left atrium. A competitive mapping catheter was utilized to map the left atrium through the faradrive sheath. The mapping catheter was removed and exchanged for the farawave pfa catheter advanced into the left atrium. The farawave was utilized for pulmonary vein isolation, posterior wall isolation, to draw a roof line, and in the anterior septal area for a rolling total of 52 applications. Farawave removed from the left atrium. The left atrium was then re-mapped with the competitive mapping catheter. The physician then used a competitive radiofrequency catheter to draw a cavotricuspid isthmus (cti) line to address the atrial flutter and then used farawave to isolate the superior vena cava (svc) for four more applications, now a rolling total of 56. The mapping catheter was utilized again to check for bidirectional block. Pacing maneuvers were initiated which initiated an atypical flutter. The physician re-mapped the left atrium in this arrhythmia and opted, unsolicited, to utilize the farawave to draw a mitral line that terminated the atypical flutter for 12 more applications for a final total of 68 applications. Pacing maneuvers were not able to re-initiate the atrial fibrillation or flutter. The faradrive was removed and the groin site closed with a total fluoroscopy time of 10 minutes. Anesthesia notified the physician, prior to extubating, that the patients right pupil was dilated and not responsive to light. A stroke alert was called, and the patient was kept intubated for emergent head CT. The device is not expected to return for analysis as it was retained by the customer. It was further reported that the patient did not have a cerebrovascular accident (cva). The dilated pupils were attributed to a chronic condition that was present prior to the pfa procedure. This was not noted by the anesthesiologist during their pre-operative assessment despite already being present.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.